Event description:
The customer reported that while using ortholab with ortholab ic software, test results were unexpectedly deleted from the utb table. Root cause analysis was performed and was determined to be the functions provided on the updcon and updtcon screens. The customer's system administrator turned off access to these screens as a corrective action. No death or serious injury was associated with this event. This report is beyond the 30-day reporting requirement, however, info making this an MDR reportable event was not received until a later date.